Event description:
Customer reported erroneous high access thyroglobulin antibody ii test result was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were reported out of the laboratory. The initial test results were questioned by the physician. Repeat analysis was performed. The test results were within the normal range and fit with the pt's clinical presentation. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Quality control (qc) was within specifications before and after the erroneous results. No errors were posted to the event log during this time frame. Service was not dispatched as the customer believed the issue to be sample related and declined service. Root cause was not determined. This reportable was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.